Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate pacing that induced ventricular tachycardia (vt), and electrogram (egm) review was requested. Upon review, sensor-driven atrial pacing was observed at the onset of right ventricular (rv) conduction, and a premature ventricular contraction (pvc) was blanked due to occurring at the same time as the atrial pace. Subsequently, rv pacing was delivered for two beats in a row, and then the arrhythmia began. Technical services (ts) discussed troubleshooting options and programming considerations. The clinician wished to eliminate rv pacing, and the ICD was programmed to aair. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.